Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated high triglyceride patient results. Customer reported they performed routine biweekly maintenance during the previous evening shift but did not check the controls afterward. Customer reported they performed calibration after they noticed the high triglyceride patient results and the calibration failed. Customer reported they cleaned the sample probe. Per the customer, calibration passed and controls were good after they cleaned the sample probe. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation method, conclusions: customer did not request service from bec. Cause is unknown.